Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this implant procedure, the physician experienced difficulty placing the coronary sinus left ventricular lead. It took over 2 hours and the plan was to send the patient to get an epicardial lead implanted. After a couple hours attempting to place the lead, the patient's heart went into asystole. Emergency measures were taken. The physician ruled out a pulmonary embolism and pericardial effusion, however the cause for the asystole was not confirmed. Testing showed no product anomalies. The patient recovered and left the implant procedure on a respirator.